Manufacturer narrative:
D4 unique identifier (UDI) for lgx preconnect: (B)(4). Updated evaluation conclusion codes h6.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented a hernia, it was also reported that the reservoir migrated. The reservoir was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for lgx preconnect: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented a hernia, it was also reported that the reservoir migrated. The reservoir was explanted and replaced. There were no additional patient complications reported.